Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. Reprogramming attempts were made to no avail. Surgical intervention was undertaken and the lead was explanted. A replacement lead was implanted at a higher vertebral level and intra-operative testing indicated the patient's pain pattern was able to be effectively covered.